Event description:
It was reported that this right atrial (ra) lead exhibited occasional undersensing. Atrial intrinsic amplitude was noted to be out of range. An in-clinic evaluation was scheduled. No adverse patient effects were reported. This lead remains in service.